Event description:
The hcp noted parallel cracks in the distal tip of the unit during device removal at the end of the case. The device was used throughout the case with no reported consequence to the pt.